Manufacturer narrative:
Other applicable components are: product ID 37602, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator; product ID 3387s-40, lot# v281324, implanted: (B)(6) 2009, product type: lead; product ID 3387s-40, lot# v281324, implanted: (B)(6) 2009, product type: lead.

Event description:
The patient reported that the doctor felt the connections were not connecting; specifically the contacts on the leads were not connecting. The patient's symptoms on the right side were not being controlled. This was considered a sudden change in (B)(6) 2016. The patient reported it began about two weeks prior to (B)(6) 2016 and then went on to say it was on the (B)(6). The patient's indications for use were parkinson's dual and movement disorders. Refer to manufacturing report #3004209178-2016-07640 as the patient had two inss and leads and it was not specified which was involved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.